Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned device. The reported bunched balloon and difficulty removing the device from the guiding catheter were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device code 2889 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, it was further clarified that the balloon was bunched.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was 80% stenosed. After fully deflating the balloon of the nc trek rx and during removal from the anatomy, the device prolapsed. All devices were removed as a single unit. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.